Event description:
It was reported that the device was in backup (bvvi) mode, resulting in a loss of high voltage therapy. Abbott technical support was contacted where they attempted to reprogram the device, however it was not successful. The device was explanted and replaced to resolve the event. The patient was stable.